Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 223 mg/dl, 597 mg/dl, and 137 mg/dl. On (B)(6) 2017 customer reportedly received the following results on the aviva system within 10 minutes: 435 mg/dl and 132 mg/dl. Readings occurred with the same vial of test strips. No adverse event was reported. Return of the suspect device was requested for evaluation.